Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4)/report/ared/image (rep, hcp, for): the healthcare professional (hcp) reported through a manufacturer representative that abnormal impedances were measured with electrodes 4, 8, 1, and 12. Impedance testing results noted that electrodes 4, 8, 11, 12, and 15 had high impedances of >10000 ohms when tested at 0.7 v with electrode 0 as the reference electrode. There were no external factors reported to have caused or contributed to the issue. The patient¿s stimulation and electrode settings were changed as a result of the event; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed; the chronic pain patient was alive with no injury at the time of report.